Event description:
It was reported that the patient implanted with this right ventricular (rv) lead presented to the emergency room (ER) after experiencing a syncopal episode and falling. The physician was concerned about possible rv loss of capture (loc), and a different paced morphology observed on the presenting electrogram (egm). It was noted that the patient was pacer dependent and using a halter monitor. Review of device settings at the time of the syncopal episode showed that rv auto-capture was on, indicating back-up pacing was available in the event of intermittent loc. Rv output was reprogrammed to fixed 3v and rv threshold testing revealed a measurement of 1.4v, however the change in morphology was still visible. The field representative denied any loc. Technical services (ts) discussed troubleshooting options, programming considerations, and possible causes. This rv lead remains in service and will continue to be monitored. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).